Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.

Event description:
The advocate stated one of his car wash employees accidentally stuck himself with a client's microlet2 lancing device while cleaning the car. There was no additional information about the incident. No product is expected to be returned for evaluation.